Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a percutaneous coronary intervention procedure, the patient expired. (B)(6) 2011 the patient presented with chest pain and the patient was diagnosed with non-st myocardial infarction and cardiac catheterization was recommended. A 95% stenosed and 8mm long target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement of a 3.5x12mm taxus liberte study stent, resulting in 0% residual stenosis following post dilation. In addition, two days post, the index procedure a non-target lesion in the mid left anterior descending artery and ostial left anterior descending artery was treated with two 2.5x18mm promus stents. The following day, the patient was discharged on aspirin and prasugrel. (B)(6) 2012 the patient expired of sepsis due to clostridium difficile colitis and other underlying cause contributing patient¿s expiration was end stage renal disease, ischemic cardiomyopathy and poorly controlled type 2 diabetes. Secondary cause of death was several decubitis ulcers and obstructive sleep apnea.